Manufacturer narrative:
The following sections could not be completed with the limited information provided. Patient weight - ni. Device product code - ni. Expiration date - ni. Date implanted - implanted on an unknown date in 1996. Manufacture date ¿ ni. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
It was reported that the patient underwent a revision procedure due to a missing pcl. The bearing and the femoral component were removed and replaced.

Manufacturer narrative:
Concomitant product(s): unknown maxim femoral. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03107. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.